Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a post-reset ram crc alarm on the insulin pump.

Manufacturer narrative:
Insulin pump monitored without the test energizer lithium battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected post reset alarm noted. Insulin pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.